Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial lead exhibited inappropriate mode switch due to noise oversensing. The atrial lead was capped and replaced on (B)(6) 2024. The patient experienced no consequences.